Event description:
The user facility reported that during inspection of the subject device, it was observed that there was poor bonding of the rubber on the shaft. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive).

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive was found to be peeled off due to physical stress. In addition, service found there was leakage due to a loose mouthpiece pin on the electrical connector, the light guide cover lens was chipped, the adhesive on the bending section cover was chipped, the switch button #1 was damaged, the bending angle was out of specification, the acoustic lens was peeled off, and the charge-coupled device (ccd) unit was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.